Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button alarm during testing. The device had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefor,e consider this report complete to the best of our knowledge.